Event description:
It was reported that the customer was taken to urgent care with a high blood glucose reading of 415 mg/dl. The customer was experiencing nausea and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Reviewed the alarm history, and the insulin pump had alarmed multiple times prior to the event. Advised the caller that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window. No alarms or history anomalies were noted.